Event description:
The customer reported that the device was failing the charge and shock segment of the user initiated operational check (opcheck).

Manufacturer narrative:
(B)(4). The customer reported that the device was failing the charge and shock segment of the user initiated operational check (opcheck). The philips response center (rc) worked with the customer and determined that the status log contained an entry of charge/shock failure. The philips customer repair center (crc) evaluated the device. The crc found the device intermittently failed in opcheck - after press the charge button step, the device terminated opcheck with audio 'no shock delivered". The crc found charge/shock failure therapy pca (autotest) entries in the status log. The crc found that the device intermittently failed manual charge and shock testing where after the charge button was pressed the device terminated the charge with audio 'no shock delivered'. The crc replaced the therapy pca to resolve this malfunction. The device passed operational performance assurance testing and was returned to customer. There was no customer request for further action or response.